Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." A device history record review was performed, and a finding regarding incorrect guard length was identified for which further investigations were already initiated, however the finding was not relevant to this complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during insertion the dilator tip was found to be damaged. Another catheter was needed to finish. The issue was identified during use on patient. There was no patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during insertion the dilator tip was found to be damaged. Another catheter was needed to finish. The issue was identified during use on patient. There was no patient harm or consequence.